Event description:
It was reported to philips that the azurion device had a c-arm movement fault. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the amc drive. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, device was in clinical use during this issue occurrence. The coronary treatment procedure was completed as planned by using another system. The procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that c arc movement is faulty. Review of the system log file showed that ¿clea2 post¿ error and amc drive is defective. Fse replaced the 2spc amc drive. After replacement of the amc drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.